Manufacturer narrative:
Evaluation summary: it should be noted that a capsulotomy tag, in itself, will not result in a capsular tear. The laser fires perforating pulses to create micro-incisions that produce the overall capsulotomy. Following the laser treatment, the capsulotomies are required to be opened by a surgeon in the operating room before the remaining steps of the cataract procedure can be performed. In addition to a system or patient interface (pi) issue, an incomplete capsulotomy can also be a result of a pre-existing patient condition and incorrect treatment settings chosen by user. In the event that an incomplete capsulotomy is recognized, the surgeon would be required to complete the incision manually as if the laser treatment had not been performed. The laser was examined and found to meet product specifications. No additional information was obtained. The laser met specifications at the time of release. The laser was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. Software version 2.30b. (B)(4).

Event description:
A medical assistant reported that a patient experienced a rhexis tear at 12:00 during laser-assisted cataract surgery. The event was reported to be resolved. All programmed cuts were completed. There was no damage to the vitreous body and the intraocular lens could be implanted. According to the reporter, the laser system contributed to the event due to loss of power and imprecise focusing. Additional information has been requested and received.